Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Initial reporter information has been updated based on new information received.